Manufacturer narrative:
During quality investigation, corrosion damage was noted throughout the internal components of the device. The damaged parts were replaced and the device was returned to the customer.

Event description:
The remb sag saw was sent in for eval for overheating and leaking of oil. The event was discovered during a podiatry procedure. No adverse consequence was associated with the event; the procedure was completed with another device without any procedure delay.